Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to use the programmer to lower stimulation before going shopping this holiday because going through the security gates during the holiday would zap them, and it felt like a shock. The patient reported they usually used the programmer to lower down the stimulation before shopping and that helped. The patient stated they first noticed this about 1-1.5 years ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.